Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
There was a difficult insertion with mega 50 through out sheath. This was a (B)(6) years old male arrest. They eventually got the iab in after using another sheath. The pt expired several hours later. This was not attributed to the iab. Update phone call with the sales rep on (B)(6) 2013: balloon unfurled and was difficult to insert. They used another sheath and balloon inserted. Stated again, that the balloon was not the cause of death. Pt was already flat-lined when putting catheter in. Pt died: (B)(6) 2013.